Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the secondary infusion of potassium chloride 10meq in 100ml over infused during use on an adult patient. The rn started the infusion at 10:28pm and set the pump to infuse over one hour. Approximately 16 minutes following the start of the infusion, the patient called the rn to the room and pointed out that the bag was empty and that it ¿went in a lot faster than the last bag¿. The rn stopped the infusion and called a second rn to verify that she had it programmed correctly. Biomed confirmed that the pump was programmed for 100ml/hr with a volume to be infused (vtbi ) was set at 100ml. The pump report states the volume infused at 10:44pm was 26.3ml even though the bag was completely empty. Although requested, no further event information is available.

Manufacturer narrative:
The complaint of over infusion was not confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the pcu was powered on (B)(6) 2020 at 8:46 pm; same patient and same profile (adult) were selected. After successfully completing a secondary infusion of potassium chloride, the suspect device was selected and programmed a secondary infusion of potassium chloride to infuse at 100 ml/hr (vtbi=100ml). Approximately sixteen (16) minutes after the start of the infusion, the suspect device was channeled off. There was no obvious programming errors. Secondary volume infused= 126.32 ml the event administration set was not returned for investigation. Testing showed the device was delivering IV fluids within specification. Inspection of the devices found no anomalies with the pumping mechanism. The root cause of the customer¿s complaint of an over infusion could not be identified. Device history review: review of the source device ( lvp sn 15412331) service history record showed the device had a manufacture date of (29nov2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (30sep2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the secondary infusion of potassium chloride 10meq in 100ml over infused during use on an adult patient. The rn started the infusion at 10:28pm and set the pump to infuse over one hour. Approximately 16 minutes following the start of the infusion, the patient called the rn to the room and pointed out that the bag was empty and that it ¿went in a lot faster than the last bag¿. The rn stopped the infusion and called a second rn to verify that she had it programmed correctly. Biomed confirmed that the pump was programmed for 100ml/hr with a volume to be infused (vtbi ) was set at 100ml. The pump report states the volume infused at 10:44pm was 26.3ml even though the bag was completely empty. Although requested, no further event information is available.

Manufacturer narrative:
Additional information: b1, b2, g3. Correction: b5, e4, h1.

Event description:
It was reported that the secondary infusion of potassium chloride 10meq in 100ml over infused during use on an adult patient. The rn started the infusion at 10:28pm and set the pump to infuse over one hour. Approximately 16 minutes following the start of the infusion, the patient called the rn to the room and pointed out that the bag was empty and that it ¿went in a lot faster than the last bag¿. The rn stopped the infusion and called a second rn to verify that she had it programmed correctly. Biomed confirmed that the pump was programmed for 100ml/hr with a volume to be infused (vtbi ) was set at 100ml. The pump report states the volume infused at 10:44pm was 26.3ml even though the bag was completely empty. Although requested, no further event information is available. Received a copy of the customer's sus voluntary event report from FDA which states, ¿utilizing alar is pump and module, potassium chloride 10 meq/100 ml was programmed utilizing the medication library "guardrails" infusion was set to run at 100 ml/hr infusion was started on (B)(6) 2020 at 22 28 and completed at 22 44, an elapsed time of 16 minutes nursing reported that the full 100 ml was infused, no leaks were noted above or below the module or at the IV site pump was verified to be programmed correctly per nursing administration and biomed total infusion per pump log was 26 3 ml (consistent with the time infused but is contra to there being no remaining fluid in bag)."